Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was calcified and in a tortuous circumflex artery (cx). After predilation the physician attempted to reach the lesion with a taxus express2 2.75 x 16 mm drug eluting stent. However, the taxus stent delivery stent (sds) shaft fractured. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.75 x 16 mm drug eluting stent. No pt complications or injuries were reported. Pt statis is reported as "satisfactory/good."